Event description:
Accidental needle stick injury occurred after vanishpoint needle automatic retraction mechanism failed to activate. (Vanishpoint safety insulin needle is supposed to retract upon activation).